Event description:
It was reported via repair work order that the side rail could not remain latched due to damaged side rail weld. Also, the brakes could not fully hold due to flat spots on wheels. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion code description per field service technician- recommended to customer that the stretcher is removed from service and scrapped.